Manufacturer narrative:
The pump was received with a cracked keypad overlay, cracked case-corner of belt clip rails and label damage. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment had crack. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.